Manufacturer narrative:
Analysis was able to confirm that the epg would not turn on. The main printed circuit board (pcb), lower case and display were all heavily corroded. Analysis also noted that the battery drawer would not lock. The epg was returned to the customer without repair at the customer's request. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not turning on. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.